Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
A consumer implanted for spinal pain and rsd/causalgia-complex regional pain syndrome reported since the beginning they were unable to utilize the right lead because when it was turned on the consumer got an overflow of coverage into the right arm (which was their dominant arm) from the elbow to the fingers, so they got no benefit from the right lead. When the consumer did get constant stimulation in the upper extremity it was hard to write and their hand felt weak so the only way to resolve this was by turning the right lead off. It was further reported the consumer could ¿trace pathways where they felt the stimulator¿ and had some type of nerve testing done as well as fluro., but they couldn¿t figure out what the issue was and found nothing wrong. If the consumer did need to increase stimulation due to pain they would experience urinary incontinence so the only way they could turn it up was if they were at home and their bladder was empty, but ¿other than that it worked great.¿ reprogramming attempts had been made to try and adjust the device, but there was ¿no luck¿ and nothing was helping. According to the consumer they had a hard time getting the device implanted so they weren¿t sure if it was anatomical issues but the left side was working and working on their complex regional pain syndrome in their left foot, but there were still problems with the left side, although the device was making a huge difference. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.